Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 90.5cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 27nov2019. It was reported that shaft bent/kinked occurred. The 90% stenosed, 3.5x15mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for treatment. However, the delivery shaft of the balloon was kinked. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned analysis revealed shaft detached/separated.